Event description:
It was reported that after successfully stenting a lesion in the diagonal, the stent delivery system (sds) and the guide wire were removed together. It was then noted that the tip of the guide wire appeared to be an abnormal distance (distal) to the end of the delivery system. When the guide wire was removed from the delivery system, the guide wire coils appeared stretched, exposing the core. No patient effects were reported from this procedure; however, investigation of the returned device revealed a separation of the guide wire core and the shaping ribbon.